Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator started to alarm "hi fio2" while on a patient. The patient was moved to another ventilator. The customer stated there was no patient harm.

Manufacturer narrative:
Vyaire complaint number(B)(4). . Device evaluation report: d10, g4, g7, g9, h2, h3, h10. Results of investigation: a vyaire medical failure analysis technician was able to verify the reported issue. Bench testing revealed a faulty tca assembly located on the gas delivery engine (gde).